Event description:
Doctor reported, "patient had uneventful surgery. Ac was a little shallow post op day 1 with small effusions. By week 1, had kissing choroidal's and needed surgical intervention to drain choroidal's."

Manufacturer narrative:
Additional communication with the doctor captured the following: surgical intervention was conducted on (B)(6) 2022; pre-op iop 18 max meds; post-op iop 3-6; no leaks shallow day 1, completely shallow day 5 with kissing choroidal's. The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was not explanted and thus is not available for return. The issue of low iop condition as reported by customer could not be confirmed.